Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent undersensing on stored ventricular electrograms. In addition, the rv and right atrial (ra) leads exhibited chronic low r and p waves. The leads remain in use. No patient complications have been reported as a result of this event.